Event description:
Caller reported that no buttons on the spirit combo insulin pump work. No adverse event was reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6).